Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. As a result of the full break, functional testing for motion related issues could not be performed. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the monopolar curved scissors (mcs) instrument involved in this complaint to perform failure analysis. At the time of this report, the product has not been received.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, while the surgeon head was in the 3d viewer, the surgeon was not able to move the monopolar curved scissors (mcs) instrument wrists properly. The movements of the instrument scaled appropriately but were chaotic and not in the intended direction. There were no delays or lag during movements. There was no friction or any collisions during the procedure. When the or team de-installed the instrument from the arm, and removed the tip cover, they noticed that the cables were broken. No fragment fell into the patient. A backup da vinci instrument of the same kind was used. The procedure was completed with no reported injury.